Event description:
It was reported that during regular inspection, the cs100 intra-aortic balloon pump (iabp) has caster damage. There was no patient involvement.

Manufacturer narrative:
E1 city : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs100 intra-aortic balloon pump (iabp) has caster damage. There was patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,component code,investigation conclusions,h10,h11. Corrected fields - d4(catalog #). A getinge field service engineer (fse) confirmed caster damage. Operating time: 8,887 hours. Replaced due to damage on the front of the caster. Device passed all functional tests.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the caster (0401-00-0062). The driving test had good results. Functionality and safety checks were completed. The iabp was returned to the customer. The defective components were received for further investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).